Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that that the extractscr f/ufn/cfn+spiral blade was stripped from the tip. No other issues were found. A dimensional inspection was not performed due to post manufacturing damage. According to event description, the items has only been used 4 times, and since the device was manufactured on october 2022, it is probable that the device was not used as intended or mated with devices that are not within the instructions for use. The observed condition is consistent with the rotating bending fatigue from striking the end cap off-axis, possibly in multiple various directions or the extraction assembly was over-tightened. The ufn unreamed femoral nail/cfn cannulated femoral nail surgical technique was reviewed. Following relevant statement was found. Instructions of use: manually thread the extraction screw (357.360) into the hub of the spiral blade, and secure the screw using the pin wrench b 4.5 mm (321.170). Thread the hammer guide (357.220) and slide hammer (357.250) into the extraction screw. Extract the spiral blade. Maintain a loose grip on the extraction assembly so that it can rotate with the blade during extraction. The overall complaint was confirmed for extractscr f/ufn/cfn+spiral blade. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j employee. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the extractscr f/ufn/cfn+spiral blade was stripped from the tip. No other issues were found. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. According to event description, the items has only been used 4 times, and since the device was manufactured on october 2022, it is probable that the device was not used as intended or mated with devices that are not within the instructions for use. The observed condition is consistent with the rotating bending fatigue from striking the end cap off-axis, possibly in multiple various directions or the extraction assembly was over-tightened. The ufn unreamed femoral nail/cfn cannulated femoral nail surgical technique was reviewed. Following relevant statement was found. Instructions of use: manually thread the extraction screw (357.360) into the hub of the spiral blade, and secure the screw using the pin wrench b 4.5 mm (321.170). Thread the hammer guide (357.220) and slide hammer (357.250) into the extraction screw. Extract the spiral blade. Maintain a loose grip on the extraction assembly so that it can rotate with the blade during extraction. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for extractscr f/ufn/cfn+spiral blade. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part number: 357.360, lot number: 1975p38, manufacturing site: haegendorf, release to warehouse date: 25.10.2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2023, during an inspection at the loaner set department at loc umkirch it was noticed that the item is used up. The items has only been used four(4) times. No patient involvement. This report is for one (1) extractscr f/ufn/cfn+spiral blade. This is report 1 of 1 for complaint (B)(4).